Event description:
It was reported that there was a hole in the soft port, the health care professional covered the hole but the problem was not solved and the exudate was not reaching the canister. It is unknown if there were delays or a back up available. No patient harm was reported.